Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box from lot number 73h1600258 for investigation. During the visual inspection it was observed that the seal perimeter was open at the upper right corner of the package. A functional inspection (burst test) was not performed because the sample was sent to reading lab for ftir testing. Ftir testing was performed by the reading lab and no contaminants were found on the sample. The device history review for the product visistat 35w 6/box, lot #73h1600258 did not show issues related to the complaint. Based on the visual inspection of the sample received the issue reported by the customer "sterile package not sealed" was confirmed, seal perimeter was open at the upper right corner. This is an isolated situation and is most likely due to abnormal handling of the packages at the distributor since we have tested many different shipping and handling scenarios without similar findings and there have been no other complaints from other regions that the same batches have been distributed. Teleflex will continue to monitor and trend related events.

Event description:
The seal on the sterile package was incomplete during incoming inspection.

Manufacturer narrative:
(B)(4). The customer returned one unit visistat 35w 6/box from lot number 73h1600258 for investigation. Visual examination revealed that there appears to be a sealing issue along the upper right corner of the lid stock with the stapler package laid lid stock side down. The device history review for the product visistat 35w 6/box, lot #73h1600258 investigations did not show issues related to the complaint. The reported complaint of "sterile package not sealed" was confirmed based upon the sample received. Based on the observed defect the probable cause for this complaint issue is packaging related. Further investigation has been initiated for this complaint issue. The manufacturer will continue to monitor and trend related events.

Event description:
The seal on the sterile package was incomplete during incoming inspection.